Manufacturer narrative:
The device history record file was reviewed, and no discrepancy was found according to the condition reported. One sample with lot number 2201144164 was received for evaluation. After performing a visual inspection, missing depth marks were observed. The analysis performed by the multi-functional reveals that this condition is a workmanship issue; missing marks is a condition generated when an operator fails to complete an impression or follow the predetermined process steps to assure a complete impression. This incident is considered an isolated event. However, a quality alert was issued to notify the production personnel for awareness. No further actions are needed at this time. This compliant will be used for tracking and trending purposes.

Event description:
The customer reported that the item was defective and malfunctioning. Per additional information received on from the customer on (B)(6), 2022, there were no number markings on the tube. The nurse caring for the patient noticed as she was preparing the exchange, that she was unable to measure the depth appropriately. There was no medical intervention required as the product did not reach the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.